Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system sp1a.210812.016.g973usqu9ixe1 cloud - smartphone hardware sm-g973u cloud - cgm sensor type. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top housing viewing window and plastic piece of the needle cap still attached to the bottom housing needle well. The download data showed the pod completed first prime before being deactivated by the user. No abnormalities were observed in the pod data. No damages or deficiencies were observed that would prevent the pod from completing activation and deploying as intended.